Event description:
Information obtained from the customer's medwatch report (B)(4), states that during a CABG procedure, a fire occurred inside the chest cavity while the surgeon was harvesting the internal mammary artery (ima). The fire was immediately extinguished with saline. Harm to patient is unclear at this time. The forcefx unit was tested by the site's biomedical department and found to function normally and within specs. The unit is not being returned at this time.

Manufacturer narrative:
(B)(4). Date of initial report : 04/08/2015. The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.